Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26045. Related manufacturer reference number: 2017865-2021-26049. Related manufacturer reference number: 2017865-2021-26051. Related manufacturer reference number: 2017865-2021-26054. It was reported that a patient presented in clinic for a follow-up appointment. A chest x-ray was performed and it was found that the patient's implantable cardioverter defibrillator (ICD) had migrated downward dislodging the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. The lv lead also had a loss of capture. The patient was asymptomatic. During procedure, the old lv lead was explanted for a new lv lead but the new lv lead had noise and failed to sense/capture leading physician to believe the new lv lead might be fractured. The new lv lead was not used and replaced. The ICD was explanted and replaced, the ra lead was repositioned and the rv lead was given more lead slack. The patient was stable throughout procedure.